Manufacturer narrative:
(B)(4) - device evaluation: the lancing device involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the lancing device was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the lancet holder was found to be broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her brother) alleging the patient was unable to test his blood glucose because his onetouch mini lancing device had a cocking control issue. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated, the alleged issue first occurred on (B)(6) 2012 at 4am. The reporter stated the patient uses self adjusting insulin (unknown type) to manage his diabetes. The reporter stated the patient had less to eat at 4am due to the alleged issue. The reporter reported on 3 ½ hours later, the patient felt "high blood glucose and confusion." The reporter stated, the patient received no medical intervention in response to his symptoms. At the time of troubleshooting, the cca note that the alleged issue occurred prior to the lancing device being fired. The patient reported this was not the first time the lancing device had been used and there was no misuse of the device. The cca reviewed the patient's technique but the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the reporter claims, due to the alleged issue, the patient had less to eat than usual and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.